Event description:
(B)(6) 2018, I had a breast augmentation to correct a capsular contracture that I experienced on my right breast 3 months after getting my first breast augmentation with allergan implants on (B)(6) 2017. Five months after my surgery and now with my new textured implants. I have gained over 10 lbs (with dieting). I have chronic fatigue that keeps me from my daily living, hair loss, dry eyes, joint pain, back pain and brain fog. My life is not the same, I use to be a happy and full of life mom, sister, wife, teacher and friend, now I can barely function. This summer I had enough, I went to see my dr. Through blood work, and several urine analysis she noted blood in my urine, with a bladder ultrasound ordered; my dr noted I had kidney stones, and was very low in vitamin d. Prescription antibiotics given. Recently I have been experiencing new symptoms. Inflammation, rashes and a severe itch throughout my body, and both of my breast. My breasts are tender and painful to touch as well. Again back to the dr I go, she noted my breasts were tender and red. My dr ordered an autoimmune test and a breast ultrasound which I am currently waiting on. Prior to my implants, I was in amazing health. I am scared for my health and life now. I want these implants out, I know they are the cause to my illness. FDA safety report ID# (B)(4).